Manufacturer narrative:
(B)(4)

Event description:
It was reported that while the stimulation was turned on, there was a loss of therapeutic effect. The symptom was loss of bladder control. When pt came home from church on (B)(6) 2010, stood up to get out of the car, and it "poured out like a bucket of water." The same thing has happened since then, whenever the pt stands up "it pours out." Pt also stated they only feel the stimulation briefly and then it stops. There was no known accident or incident related to this complaint. Additional info has been requested, but was not available as of the date of this report.